Manufacturer narrative:
Block b3: exact date unknown, event occurred two months ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient had stimulation in the rib after the leads had migrated. The patient underwent a spinal cord stimulator (scs) replacement procedure. The physician opted to replace the ipg due to infection risk of taking it out and putting it back in. The patient was doing well postoperatively. The explanted devices were not returned as it was kept by the medical facility.